Event description:
It was reported that a hydroview intraocular lens was explanted approx 11 years post-implantation due to opacification of the lens. It is not known at this time whether the hydroview is model 1.0. Add'l info was requested, but had not been received to date.

Manufacturer narrative:
The lens was requested but not returned to b & l. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the current info, the exact root cause of the reported event cannot be determined.